Manufacturer narrative:
(B)(4); system updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The devices were retained by the hospital and are not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the exact cause of the delivery system balloon rupture during valve deployment and subsequent withdrawal difficulties and nose cone / balloon material separation cannot be confirmed. Patient factors (highly calcified, narrow stj) likely contributed to the balloon rupture. Procedural factors (balloon rupture, withdrawal difficulties, manipulation of the devices) likely contributed to the nose cone and balloon material separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, access was obtained via a surgical cut down of the right femoral artery. Following the insertion of the esheath, a 23mm sapien 3 valve and commander delivery system were advanced. During the inflation of the valve, the delivery system balloon ruptured. Difficulties were encountered while withdrawing the delivery system back into the sheath. The operator attempted to pull negative, but just got blood in the inflation device. The delivery system was slowly pulled out, but ¿a lot¿ of effort was exerted during the device withdrawal. Upon withdrawal, it was noted that ¾ of the balloon material along with the nose cone was missing. Fluorography also noted the guidewire was out of the sheath, indicating a sheath liner tear. At this point, a 12fr non-edwards sheath was inserted on the contralateral side and a non-edwards balloon was used to post dilate the valve. Following the post dilation, the valve was stable and no paravalvular leak (pvl) was noted. The non-edwards balloon was removed. An attempt was then made to snare the nose cone through the esheath; however, at the last moment, the snare lost grip on the wire. The sheath and wire were removed without the nose cone and balloon material. A ¿couple of hours¿ was then spent attempting to snare the nose cone and balloon material from the abdominal aorta. The attempts were ultimately unsuccessful. The patient remained stable the entire time. A vascular surgeon was brought in to discuss the issue. The decision was made to repair the patient¿s pre-existing abdominal aortic aneurysm, which measured about 4cm, and ¿trap¿ the nose cone and balloon material in the aneurysm. This was successfully done. The procedure was completed. At the time of the report, the patient was stable with no uncontrolled bleeding and a ¿perfectly¿ functioning valve. On postoperative day (pod) 3, it was reported that the patient was doing well; however, there was some concern regarding the patient¿s urine output. The patient was being monitored. Information regarding the native annular diameter and the degree of valvular calcification was not provided. The stj measured 21mm and was highly calcified. It was perceived that the balloon rupture was due to the narrow, highly calcified stj. The devices were retained by the hospital and are not available for evaluation.